Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found non-reportable malfunctions: due to wear of the scope cover packing, water tightness was lost, the air/water cylinder (aw-cylinder), and suction cylinder (s-cylinder) had no color, due to wear of angle wire the play of upward/downward knob (u/d knob) was out of the standard value, distal end was shaved, adhesive around objective lens had wear, and there was corrosion around forceps elevator (l-arm). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end had a residual liquid. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root case of the reported foreign material/residual liquid at the tip of the device could not be determined, however, due to an observed leak in the scope cover packing, proper reprocessing may not have been possible. The issue may be prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Reprocessing survey info: - was reprocessing completed before sending the instrument to the repair center? - yes. - if yes, was it performed as per the user manual? - no. - have any malfunctions been observed in the accessories used for reconditioning? - no. - were there delays in the pre-cleaning phase? - no manual. - were there delays in the manual cleaning phase? - no manual - what type of detergent was used in the manual cleaning phase? - surface. - was the surface of the appliance cleaned during pre-cleaning? _ surface. - what type of detergent was used in the manual cleaning phase? - rubbed during manual cleaning. Olympus will continue to monitor field performance for this device.